Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A quidel representative went to the site and concluded that the kits and controls performed as expected. Root cause: could not duplicate with retains. Source: phone.

Event description:
Suspected false negative sars results (quantity unspecified). The customer communicated that the results did not match the typical positive rate for the facility and that positive quality control swabs resulted in negative. No confirmatory testing completed.